Event description:
Customer reports the pump did not deliver accurately. No injury is reported.

Manufacturer narrative:
The pump was returned. When used per product instructions, the pump functioned properly. When used per customers specifications, the pump underdelivers. Engineering evaluation found the customer was not using the pump with the feed bag at optimal height. This caused the pump to underdliver. Labeling instructions did not include info on optimal bag height. Marketing has changed labeling and it now included info on proper set up of bag for optimal delivery of food. This info will be provided in the next production run.